Event description:
Customer tested 3.4 mmol/l on the aviva combo system; she self-treated with dextrose and 5 minutes later tested 14.2 mmol/l. 5 minutes later customer retested and result was 3.9 mmol/l. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.